Manufacturer narrative:
The reporter observed proper device operation. An investigation conducted by the facility determined the report was the result of user error. The facility provided the operator with a review of device operation. The device was evaluated subsequently by the local factory service rep, and proper operation was observed through full functional and performance testing. The device was returned to use. The reporter stated that an offer by co for additional product training was not necessary.

Event description:
An attempt was made to administer defibrillator therapy to a pt. Reportedly, the defibrillator would not discharge 360 joules to the pt.